Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 18 bd luer-lok¿ syringes had visible silicone oil on them. This complaint was created to capture the 2nd of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "visible silicone oil x 18".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 18-jan-2023. H6: investigation summary: fourteen samples were received in a bag with a claim of visible silicone. Potential root cause for the visible excess silicone with the molding process. A device history record review was completed for provided lot number 1331232. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. After visual inspection, it was observed that one sample had excess silicone. The amount of silicone was present on the plunger rod behind the stopper.

Event description:
It was reported that 18 bd luer-lok¿ syringes had visible silicone oil on them. This complaint was created to capture the 2nd of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "visible silicone oil x 18".